Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level of 435 mg/dl. Customer was in emergency room until next morning. The customer was treated with intravenous fluids in hospital. Customer was using auto mode feature at the time of reported event. Customer was unable to complete care link upload, changed insulin pump site, changed sensor and everything prior to going hospital and it did not worked. The insulin pump will not be returned for analysis.